Event description:
It was reported that the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support and and declined to provide additional information. There was no reported adverse impact to the customer¿s blood glucose value.